Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced ineffective stimulation. Imaging confirmed that the patient's paddle lead had migrated. Reprogramming was unable to restore effective therapy. In turn, surgical intervention may take place to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received stated that the patient underwent surgical intervention on (B)(6) 2020 wherein the paddle lead was repositioned. Post-operatively, stimulation therapy was restored.